Manufacturer narrative:
(B)(4): the device was not returned; therefore, a complete device analysis could not be completed. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient was hospitalized on an unreported date. Cause of death was not reported. No additional information is available. A review of service history did not identify any previous servicing events that could have contributed to the reported problem should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. It was unknown if the pt was hospitalized or on the hc device at the time of death. It was unknown if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). A device history review and service history review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported that the cause of the patient¿s death was due to end stage renal disease (esrd), hypertension, and tobacco use. Hypertension is a common co-morbidity of esrd and the use of the baxter device is part of the treatment for the condition of esrd and does not contribute to it¿s diagnosis. Therefore the homechoice pro device is no longer considered suspect in this event. Should additional relevant information become available, a follow-up will be submitted.